Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, a journey ii cr lkg fem imp bumper left cracked. Incident occurred during a tka with instruments inside the patient. The procedure was successfully completed without delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device has fractured into two pieces. Both pieces were returned. The device was manufactured in 2013 and shows signs of extensive use. A medical investigation was conducted and confirms this case reports the femoral impactor bumper broke in half during use inside the patient. A photo of the broken device confirms both pieces were retrieved. Per complaint details, there was no patient injury or delay reported and the procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted at this time a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. D4